Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side "discomfort, rupture, intense pain, local fever and unable to touch the site." Patient mentions the recall. Device remains implanted.

Event description:
Patient later reported "anechoic liquid with fine debris adjacent to left mammary implant" and "radial folds" via us.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "discomfort, rupture, intense pain, local fever and unable to touch the site." Patient mentions the recall. Patient later reported "anechoic liquid with fine debris adjacent to left mammary implant" and "radial folds" via us. Patient representative later reported "swollen, painful, with contractions and with a deformed aspect." The event of "hepatic nodule hyperintense in t2 measuring approximately 11 mm localized on left lobe" is not device related. Device remains implanted.